Event description:
A pt underwent aaa repair in 2009. The pt received a zenith main body and a zenith iliac leg. Info was provided that the devices were deployed without issue. The pt expired during the procedure due to cardiac arrest. No additional info is available.

Manufacturer narrative:
Still under investigation at this time.